Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker observed that the battery charge of their device did not retain and powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center evaluated the customer's device and the battery received with the device was too depleted to retrieve the battery log. Based on the review of the device logs, the issue was verified. The root cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the battery charge did not retain and suddenly powered off. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, stryker observed that the battery charge of their device did not retain and powered off unexpectedly. There was no patient use associated with the reported event.